Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: revision of reconstructed breast.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual and microscopic analysis of the returned device identified: fold creases, wear abrasion, around 0-25% of the shell is missing, broken shell with striated edge on anterior side. A weight test of the explanted material was verified and it was underweight. Based on the device analysis, the final assessment is broken shell with striated edge assessed as surgical damage and missing shell that is assessed as inconclusive additional, changed, and/or corrected data: a.2., d.1., d.4., d.6., d.7., d.10., h.3., h.4., h.6.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.